Event description:
During an internal study, a abbott quality professional observed that a microbial contamination within the architect system is affecting the folate assay. This issue may cause shifts in patient results even though the run is deemed valid per quality controls. There have been no external complaints received where the complaint text states that patient results were impacted due to this issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.